Manufacturer narrative:
Additional narrative: (B)(6). Patient age, gender and weight are unknown. Event date: unknown. This report is for an unknown prodisc pdc implant/unknown lot. Unknown part number, UDI is unavailable. Implant date: unknown. Explant date: unknown. Used to capture left c8 motor function equaling four (4), left and right abnormal reflexes at all levels, and left c6 sensory deficit. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported (B)(4) study patient has left c8 motor function equaling four (4), left and right abnormal reflexes at all levels, and left c6 sensory deficit (there was no narrative text regarding this issue) beginning on (B)(6) 2013. The likelihood of the event was unanticipated. It was also noted the severity of the event was moderate. No action is required. There was no implant involvement. The patient appears to have had no additional treatment for this problem. A neurological impairment of an unknown nature was noted. The current state of event was noted as ongoing (no treatment noted). The investigator concluded it was unknown if the event was related to the type of surgery, and unknown if the event was related to the implant. The implant was previously explanted. This report is for an unknown prodisc pdc implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event of a discomfort down both arms. The event was noted to be moderate in severity. The investigator noted there was no implant involvement, and it is the professional opinion of the investigator that the event is ¿definitely not¿ related to the type of surgery or the implants. The investigator also noted that the implant position was good. If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event of a discomfort down both arms. The event was noted to be moderate in severity. The investigator noted there was no implant involvement, and it is the professional opinion of the investigator that the event is definitely not related to the type of surgery or the implants. The investigator also noted that the implant position was good. If additional information becomes available, this determination should be re-reviewed by a clinician.